Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 120 mg/dl while the sensor gave a reading of 60 mg/dl. At the time of this report, customer's blood glucose was 173 mg/dl. Insertion and calibration techniques were discussed. Customer was not able to upload data to complete troubleshooting, and was advised to do so and call back for further review. The sensor will not be returning for analysis at this time.